Event description:
Pt reported infusion set tubing was leaky. Pt stated insulin was visibly leaking while using the infusion sets. Pt reported noticing the leaking occurring at the clip. Pt stated there were no concerns during preparation or insertion. Pt reported no issues with blood glucose levels. Pt reported receiving occlusion errors. Pt stated when taking out the infusion set cannula, the cannula was kinked. Pt uses the insertion assist plus device. Pt reported noticing the issue about an hour after inserting the infusion set. Pt stated the issue was noticed during 4-5 infusion set cannula changes and has occurred 6-10 times. Pt does not have the alleged infusion set. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report. No product will be returned for eval.